Manufacturer narrative:
During device examination performed by arjo technician no maxi sky 2 failures were confirmed. The quick connect was working correctly, the spreader bar detachment was not recreated. It was not possible to disconnect the spreader bar without opening the quick connect latch (which is consistent with the instructions for use dedicated to maxi sky 2 (IFU, 001.15698-en rev.15)). The instructions for use for the maxi sky 2 ceiling lift provide guidelines for attaching the spreader bar to the quick-connect attachment. - "align the spreader bar quick-connect latch to the hook. - insert the hook into the quick-connect. - move the spreader bar to engage the hook into the pivot. - rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open (¿)¿. It also instructs how to remove the spreader bar from quick connect: "- open the latch that locks the hook in place by pressing it. - rotate the spreader bar/scale up towards the latch, depending on which one you want to remove. - move the spreader bar/ scale, to disengage the hook away from the pivot. - pull the spreader bar/scale downward, out of the quick-connect." Following information gathered, the involved psws using the ceiling lift was not trained how to use the device before the event. The training was performed by arjo equipment consultant on 27 may 2024. In summary, the exact cause of the spreader bar detachment remains unknown. While no arjo device failure was identified as contributing to the reported issue, the maxi sky 2 ceiling lift did not meet specifications as the spreader bar detached. The spreader bar detached when preparing the patient for transfer.

Event description:
The reported incident involved the maxi sky 2 ceiling lift system. According to the information received from the facility, the spreader bar detached while the device was being prepared for transfer. Two personal support workers (psws) had their hands on the spreader bar and attempting to attach the sling's clips when the spreader bar unexpectedly disconnected from the quick connect. One of involved psws held the spreader bar preventing its falling. No injury was claimed.